Event description:
Customer reports that when blunt end of needle removed from the luer activated valve, the valve separated from the tubing. This occurred during patient use. Customer reports no injury or medical intervention. No additional information at this time.